Event description:
It was reported that, "the above listed implants were implanted by another surgeon at another hospital in a hemiarthroplasty procedure for a vascular necrosis. The uh1-58-26 and the 6260-9-126 above were explanted and the hip was converted to a total hip due to groin pain. The following were implanted: 1235-2-601 ((B) (4)) adm cup 60mm right, 1236-2-860 ((B) (4)) adm x3 insert 28/60, 17-0000f (mje3pw) v40 to ctaper adapter sleeve and 18-2805 ((B) (4)) biolox delta ctaper head 28mm +5."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.